Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that during the procedure, the suture broke. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint #:(B)(4). Representative samples were received for evaluation. During the visual inspection, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along the strand and no defects or suture breakage were observed. In addition, the sample was tested for tensile strength and the result is above the minimum individual strength requirement. Per the condition of the representative samples, no suture breakage was observed and the samples tested met the finished good requirements.